Event description:
Facility reported an internal blood leak about 1 hr into the treatment. Estimated blood loss 100cc. No medical intervention (facility reports other incidents, however has no specific info regarding the dialyzers or the pts involved). Facility has checked their reuse equipment and found no issues. Reuse techs are not new. This 1 dialyzer is available for examination.